Event description:
It was reported per medwatch report that the pt was admitted to the medical center on (B)(6) 2011 for planned bilateral craniotomies. During the placement of a radial artery catheter by the anesthesiologist, the tip of the catheter fractured. The anesthesiologist reported that he has put in thousands of these over a ten year period. This is a known complication of central catheter placement. He started the catheter in with the spring wire guide (swg) on the first try and got a good flash, so he inserted the swg all the way. When he tried to advance the catheter over the swg, there was some resistance. The resistance became more than he normally encounters. He decided that the swg wasn't in the vessel so he tried to withdraw the catheter, but it wouldn't come back so he pulled it all out. The tip of the catheter broke off under the skin. An intraoperative consult was placed to the hand surgery team and it was decided to remove the catheter tip while the pt was under general anesthesia. An incision was made and the catheter tip was identified and removed without difficulty. Another radial arterial line was placed in the left arm. Add'l info received on (B)(6) 2011 form the risk manager stated there was a 20 minute delay in treatment with no harm to the pt. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.